Event description:
After a monthly cleaning procedure (mcp), the customer discovered that some residual cleaning solution remained in the reagent/ancillary probe line tubing. No patient results were reported affected.

Manufacturer narrative:
Siemens has confirmed this issue. The issue is currently under investigation.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2011-00150 on october 13th, 2011. August 8th, 2012 additional information: a field correction was implemented. The instrument is performing within specifications. No further evaluation of the device is required.